Event description:
It was reported that this right ventricular lead was surgically abandoned due to experiencing migration and exhibiting high pacing thresholds. Another lead was implanted instead. No further adverse patient effects were reported.